Event description:
The system operator reports a patient that was overcorrected following the 5th prk refractive surgery in the right eye. At 4.5 months following the initial procedure, two manifest refraction measurements were provided. 20/15 and 20/20 and sphere was +.25 diopter and +1.25 diopter. Ucva was 20/20. This patient underwent a total of 4 postoperative enhancement procedures. The surgeon indicated 'this patient's issue' occurred after the last enhancement. The most recent post-op exam, 1-month post-fourth enhancement, indicates bcva 20/20, ucva 20/200 and sphere -4.00 diopter.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of all the patient's surgeries. This report mailed in to FDA on: 12/19/2007.